Manufacturer narrative:
(B)(4). MDR report key/report number (B)(4).

Event description:
It was reported "facility believe the fiber optic connection on the catheter was not working. The device was removed and a new device was used". No patient injury or harm reported. Complaint from maude database: "the balloon pump was set up for application and when the cable was plugged into the pump console it wouldn't recognize it. The error on the screen "connect fos" (fiber optic sensor) another pump was connected to it, but the same error occurred. Both times they tried unplugging the cable and reconnecting. So, a new fiberoptic intra-aortic (iab) kit was opened and worked just fine". Additional information received stated that there was one insertion site for both catheters.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, the reported serial number matches the serial number on the returned device and reported lot number matches the lot number on the returned original packaging label and for the returned sample. It is reported that the "fiber optic connection on the catheter was not working. The device was removed and a new device was used."; however, the iabc was noted inside the original packaging tray, which indicates that the iabc was not used on the patient. Upon further follow up, the customer confirmed the catheter was not placed into the patient. Upon reassessment for reportability, it was determined the malfunction was not reportable; thus the initial MDR, submitted on 07/25/2022, should be retracted.

Event description:
It was reported "facility believe the fiber optic connection on the catheter was not working. The device was removed and a new device was used". No patient injury or harm reported. Complaint from maude database: "the balloon pump was set up for application and when the cable was plugged into the pump console it wouldn't recognize it. The error on the screen "connect fos" (fiber optic sensor) another pump was connected to it, but the same error occurred. Both times they tried unplugging the cable and reconnecting. So, a new fiberoptic intra-aortic (iab) kit was opened and worked just fine". Additional information received stated that there was one insertion site for both cateters.